Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic vats wedge resection procedure, the product was not able to fire in resection of the lung parenchyma. To finish the procedure, the surgeon used another handle. No injury had been noted to the patient. The device is expected to be returned for evaluation.